Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that gave compressor fault during routine check. Compressor does not work. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the compressor assembly. Powered avea test station in to user mode and the compressor was operating normally. The compressor icon is being displayed when the air is off and there is air coming from the compressor and there are no alarms being displayed on the uim screen. Cycled power into user mode to check error log and no new error were displayed. Conducted compressor operation test and passed. Conducted compressor minute volume test and passed. Left the compressor running with the air off from 9:00 am (B)(6) 2015 to 7:00 am (B)(6) 2015 for a total of twenty two hours. After the run in re-ran compressor tests and passed once again and compressor continued to work properly. Checked the error log again and no new errors were displayed. Proceeded by inspecting the compressor pcba, no anomalies were found. Root cause: unable to duplicate the reported problem.